Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/21/2015. The fse found that solenoid 26 was not actuating properly. The fse replaced solenoid 26, which repaired the reported issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer was generating vote outs on patient results. The customer also stated that the manual aspiration pump could not be primed during the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.